Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed and there were no restrictions or obstructions. The cuff inflated and deflated as intended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during prior to use testing, the nurse observed that the tracheal tube cuff failed to completely deflate. There was no patient involvement.